Event description:
It was reported that the patient faced infusion set fell off while sleeping due to tape not sticking issue event on (B)(6) 2026. Patient reported high bg above 400 mg/dl and was treated with insulin pen.

Manufacturer narrative:
E1: name: (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.